Event description:
In 2007 at 7:48 pm, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultramini is not passing the control solution test. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue began on the same day at 5:35 am. The patient reportedly developed symptoms of "shakiness and sweaty" after he obtained a control solution reading of "127 mg/dl", which fell outside control solution range of "94-125 mg/dl." No blood glucose result was reported during this time. The patient retested with a new vial of test strips and the quality control test feel within the specifications. The patient did not require medical invention and did not take any action regarding diabetes treatment due to the reported issue. During the troubleshooting session, the cca verified that the patient was using the correct testing technique, the meter was coded correctly, the test strip vial was not cracked or broken, the test strips are in good condition, the control solution have been open less than the discard date, the test strip have not been open longer than the discard date, expired, or stored improperly, and the unit of measurement was set correctly to mg/dl. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after she started using the test strip lot# in question. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.